Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history record(DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection of the showed that the plunger tube was bent and right plunger case cracked at top surface. During multiple flow and occlusion testing, the issue could not be duplicated. The root cause of the issue could not be determined. Replaced force sensor as a preventive measure.

Event description:
It was reported that there was a force sensor test failure. No patient injury was reported.